Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, staple mal-formation occurred. It is not known how the procedure was completed. There were no adverse consequences for the patient reported. No further information is available.

Manufacturer narrative:
(B)(4). The analysis results found that the tcr75 reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.